Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant procedure, the cardiac resynchronization therapy defibrillator (crt-d) was interrogated, and the battery longevity status bar was gray, indicating low battery voltage. The battery status was not acceptable due to suspected cold storage. The observation window indicated to leave the device at room temperature for 48 hours and interrogate to determine appropriate battery status. However, the device was implanted and remained on that pre-implant state. The ventricular fibrillation (vf) detection is not programmed on and therefore, diagnostics (counters, histograms, impedance/capture/sensing trends etc.) Are not being stored or trended, which is an off-label scenario. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received noted that reprogramming was done, which resolved the issue, and the device remain in use.